Event description:
End user called to complain of getting high results with blood glucose test strips. Trouble shooting by phone showed the strips were giving higher than normal values for the user. The strips were replaced and the defective ones were returned for evaluation.